Event description:
It was stated that there was a device "overdose". The event occurred during priming at the facility. The date of event was late-aug-2025. There was no patient involvement and no patient harmed reported.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation for the complaint that the there was a device "overdose". The review of event log found that any alarm or anomaly, which was related to the reported issue, was not recorded in the event log. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found that there was no physical damage to the device. The reported problem was not confirmed, and the root cause of the event was unable to be identified because no reported issue was replicated in the device. The device was returned to the customer with no repair provided to it.